Manufacturer narrative:
No button response due to corroded keypad traces. No scrolling numbers display anomaly noted. Unable to verify battery out limit alarm due to unresponsive button. Insulin pump had scratched case, minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 127 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.